Event description:
Customer called stating his insulin pump is alarming button error and he cannot clear it. Customer's blood glucose level is 223 mg/dl. At the time of the alarm customer was sleeping. The device was not exposed to moisture. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.